Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. The following information was requested: was the surgeon and o.r. Staff thoroughly in-serviced on the steps of use prior to the use of the ntlc? Was the sales rep present during the surgeon's first few cases to insure the instrument was used in accordance with the IFU? Was the rep present for this case? On which firing(s) did this event occur (1st, 2nd, 12th, etc)? What color (blue/gold/green) was selected on the selectable staple height selector before firing? Was the cartridge loaded with the retaining cap on? Was there an attempt to load the cartridge proximal end first (like en endocutter)? Did anyone move the firing knob to the left or right after loading the device but before firing? Was buttressing material utilized? If so, which product? Was the instrument fired across or near an existing staple line or clip? Were any unexpected noises heard? If so, when? Were any of the forces higher or lower than expected (closing, firing, or opening)? Was there any difficulty removing the device from the tissue? During the operation, what was the appearance of the staple line (intact, malformed staple, etc)? What were the quality and/or thickness of the tissue in the area where the device was fired? (Friable, thin, regular, thick, etc.)? Was a leak test completed? Did the surgeon wait 15 seconds after clamping and prior to firing for optimal compression? If the device locked out, did it lock out on tissue or prior to use on tissue? Was there an inspection of the staple line on both sides of the tissue (i.e., anterior / posterior)? If yes, what did it show? Was the firing to close an ostomy? If so, which firing is a pathology specimen available? Was another stapling device involved? (I.e., cdh, tl, tx, etc.) What were the patient's pre-op diagnosis and/or pre-existing conditions that could have impacted the patient's health/surgical outcome? How long has the surgeon been using this device for this procedure? What predicate device was used by the surgeon? Was there a recent conversion to ees devices in this account or with this surgeon? And the following response was received: yes.they were in serviced thoroughly. Yes. I was present in the first few cases. No. I was not present for the particular case. On 2nd firing. Green was selected before the firing. Yes. Loaded with the retaining cap and then removed. No. Loaded distal to proximal no. Firing knob was not moved prior to the firing. No buttressing material was used. Not near or across the staple line. No unexpected noises were heard. No extra forces felt. 2nd firing staple line was not formed. 1st firing staple line was properly formed. Relatively thick than the regular tissue thickness. So he chose to fire on green setting. Not applicable. Surgeon had waited for 15 sec prior to firing after the closing. Not applicable. Normal staple line. Firing was to make resection not for closing ostomy. No other stapling device involved. 3 months. Tlc55/advant 55. Surgeon is a regular and long time user of ees devices.

Manufacturer narrative:
(B)(4). Swing tab in locked position. The analysis results found that the ntlc55 instrument was received in good visual condition and with a cartridge reload loaded in the instrument. The cartridge reload had the swing tab in the locked position, and the proximal one driver up and the remaining drivers were down with staples present. It could not be determined if the reported incident was the result of a premature lockout, or the result of an interrupted firing stroke. The swing tab was reset and the cartridge was loaded into the device for functional testing. The device achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper shape. While no conclusion could be reached as to what may have caused the reported incident, it should be noted that 100% inspection is performed by means of (B)(4) to insure the swing tab is present and unlocked.

Event description:
It was reported that during an esophagectomy procedure, the newly opened new linear cutter did not work when it was applied on the second firing itself. Unknown how case was completed. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4).upon review of additional information, it was concluded that this event does not meet the FDA defined criteria for a reportable event, and is being considered not reportable. Additional information:can you please confirm that the device did not cut? The device did not cut and staple as the firing knob was struck. The surgeon could not able to move the firing knob for cutting and stapling.